Event description:
This aes-50s arthroscopic energy 50 degree probe with suction was originally returned for evaluation with a complaint of "broken probe" and that it was discovered prior to use. However, evaluation and testing of the returned probe found that the aes-50s was programmed as an aes-90s. A health hazard evaluation (hhe) completed by a health care professional on (B)(6) 2015 determined this "mis-programming" as a potential risk to health making this complaint a reportable malfunction due to potential of patient injury. There was no patient involvement, as the broken probe was discovered prior to the surgery and the mis-programming was identified during evaluation and testing by the manufacturer.

Manufacturer narrative:
On (B)(6) 2014, conmed received a "damaged/broken" probe for evaluation. Visual examination of the returned probe confirmed the reported breakage. Functional testing was also performed and found the probe was mistakenly programmed as an aes-90s instead of aes-50s. Even though there was no patient involvement in this instance, the completed health hazard evaluation (hhe) by a health care professional on (B)(6) 2015 determined this "mis-programming" as a potential risk to health due to the power settings that are higher than would be expected if the device was used in the surgery. This lot was manufactured on 17-dec-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process. Of the lot containing 70 units, there was one other complaint received for this item and lot number combination ((B)(4)). A review of the complaint history for the device family shows there have been no serious injuries or death related to this problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for oblation or coagulation of soft tissue. This is a new product and is currently under review by the new product quality engineer (npqe).